Event description:
Device 1 of 3 reference MFR. Report# 1627487-2019-06466. Device 2 of 3 reference MFR. Report# 1627487-2019-06467. It was reported that the patient was unable to go into MRI mode due to low impedances. In turn, surgical intervention was undertaken wherein the ipg and leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers:1627487-2019-06466, 1627487-2019-06467.